Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to or at the time of death and on an unreported date ¿a few weeks prior to death¿, the patient was placed on hospice care. Peritoneal dialysis therapy was ongoing up until the time of death and the patient was connected to the baxter healthcare homechoice device at the time of death. The nurse reported that the cause of death was due to ¿worsening of stroke¿. After additional follow up, the care giver reported that the cause of death was cardiac arrest. As a result, the exact cause of death is unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A service history review was performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no keystrokes, programming, malfunction, or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.